Event description:
It was reported to boston scientific corporation that a piranha forceps was used in the kidney during a renal biopsy procedure performed on (B)(6) 2023. During the procedure, it was discovered that the gripping force was insufficient. The forceps could not collect a sufficient sample. There were no more biopsy forceps available; therefore, the procedure was aborted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used for the reportable event of aborted/cancelled procedure. Block h10: the returned piranha forceps was analyzed, and a visual evaluation noted that the device was in good condition. Furthermore, a functional test was performed, and the test passed according to the procedure requirements. Because the device cannot be functionally evaluated in relation to anatomical/procedural factors encountered during the procedure, the reported issue "jaws poor bite" could not be confirmed. Based on all available information, the product record review confirmed that this is not a new failure type, and the risk is anticipated. There was no evidence of a manufacturing, design, or user issue that could have caused the complaint. During the visual and functional tests, there were no issues discovered with the device. Therefore, the most probable root cause is of no problem detected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a piranha forceps was used in the kidney during a renal biopsy procedure performed on (B)(6) 2023. During the procedure, it was discovered that the gripping force was insufficient. The forceps could not collect a sufficient sample. There were no more biopsy forceps available; therefore, the procedure was aborted. There were no patient complications reported as a result of this event.